Event description:
International complaint received from another country. Customer reports ¿off/tubing-male connector¿ during patient use. There was no reported patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made, should the reported device be returned and evaluated, a follow up report will be submitted.